Manufacturer narrative:
The retrospective analysis revealed that the maxi sky 2 cover may detach due to several reasons: damaged mounting points of the cover; improper installation of the cover after the last service; loosening of the bottom cover due to the ceiling lift movements along the rail/ accidental hitting. There was no bottom cover failure observed; no components were damaged. The review of complaints and service history revealed that the cover became loose in may 2025, approximately seven months prior to the investigated event. If the cover had been fitted incorrectly, it would likely have become loose immediately after installation, rather than several weeks later. Additionally, as per the instructions for use (IFU, 001-15698-en), the user needs to inspect the ceiling lift for evidence of any external damage before every use. Based on the above, the first two hypotheses can be ruled out. Although the event was unwitnessed, the customer suspects that the ceiling lift may have been intentionally damaged, as additional components of the device were also found to be compromised. To sum up, the most likely cause could be improper handling of the device. There was no indication that the maxi sky 2 was used to transfer the patient when the cover detached. The device did not meet its specifications. The complaint was assessed as reportable due to allegation that the bottom cover detached, no injury was reported. D4. The device is distributed outside the us and no gudid information exists.

Event description:
The bottom cover of the maxi sky 2 ceiling lift detached. There was no indication of patient involvement. No injury was reported.